Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser's wife states the chair needs left and right locking gas cylinders and the left and right arm latches are broken. She states the chair is veering to the left and the left front caster will not touch the ground.